Event description:
A report was received that a patient's ipg had been explanted due to an infection at the pocket site. The patient's physician was contacted, but further information regarding the explant was unavailable.

Manufacturer narrative:
The ipg was discarded by the medical facility and will not be returned for evaluation.